Event description:
Mother was in hosp for surgery on her colostomy. Mother had a medtronic intrathecal morphine pump internal in her abdomen. An anesthesiologist with the hosp injected 400mg of concentrated morphine (45 day supply) into the direct catheter access port. This is not the port that the morphine should have been injected into. This resulted in the concentrated morphine going directly to mother's brain. Injection was at 11:00 a.m. And mother was complaining about her back felt like it was on fire and legs were starting to hurt. At 12:45 p.m., hosp staff attempted to "remove" what morphine they could by "pulling it back out." Pt went into seizures for 4 hrs and then hosp put her in drug induced coma for 3 days. Upon coming out of coma, she was on ventilator for 12 days - she is currently brain damaged. She can talk, but is confused. Complainant's daughter believes if the template for the device had more detailed directions, physician would have been alerted that it was not a refill port. Dr also utilized the wrong needle injector for this device. Complainant believes labeling and instructions for device is deficient. Complainant contacted medtronic regarding incident and was informed of 5-7 other incidents occurred.